Event description:
It was reported that this brady lead was a case of an attempted implant due to universal cutter was broken and logged into this brady lead. This brady lead was replaced with the same model, not implanted and was returned for analysis. No adverse patient effects were reported.